Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. Patient stated that the event occurred while he was arc welding on his job. Device remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.